Event description:
Due to a cholecystectomy because of cholelithiasis/cholecystitis, the patient acquired a bile leak. In an effort to stop the bile leakage, the physician endoscopically placed two wilson-cook cotton-leung biliary stents in the bile duct. At an estimated two months post stent placement, the patient underwent a routine ercp procedure for removal of the stents. At this time, it was noted that the stent moved up from the original position. The patient was reported to be in excellent condition. The bile leak, cholcystitis and cholelithiasis has been resolved.